Manufacturer narrative:
H11::the device was received for evaluation. During visual inspection the stopcock was observed broken. By the nature of the samples no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to user error. The condition could happen due to the user¿s force, and it was determined that the reported condition cannot be generated by the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a three gang large bore stopcock manifold broke. The patient had a right subclavian central line with one port. All medications including vasopressin, norepinephrine, and phenylephrine were all on one ¿long stopcock¿. The stopcock snapped and broke off. The patient¿s mean arterial pressure (map) dropped to the 50¿s. The nurse replaced the stopcock and the patient¿s blood pressure recovered without further incident. No further information was available at the time of this report.

Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.